Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high," however, specific (bg) value was not provided. Reportedly, the customer experienced urinary frequency, irritability and excessive thirst. Reportedly, the customer was using admelog insulin and was not performing the air removal step. Tandem customer technical support informed customer that admelog is off label per the user guide and on proper loading procedure. Customer changed pump supplies to address the issue.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned